Event description:
Dr. Was administering botox to a patient and the needle had what she described as a burr. It was catching on the patient's skin when being inserted into the skin as well as when it was being removed.